Event description:
It was reported that before an unknown procedure, the nurse preinstalled the fifth reload unit (white) and put the ec60 on the operation table for intended use. A big bang heard after 20 minutes. A gray part of the ec60 fell on the desk. The surgeon changed another ec60 to continue the device. No adverse event on the patient or nurse.

Manufacturer narrative:
(B)(4). Damaged release button post, premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejunum and stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? The reload unit was not fired at all. What other color cartridges were used before and after this event? 1 white cartridge for jejunum and 1 gold cartridge plus 2 blue cartridges for stomach before the event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with the release button damaged and with a cartridge reload loaded in the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. It is possible that excessive external force was applied over the release button. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.